Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5153219.

Event description:
It was reported that the patients stimulation coverage was lower in the legs rather than in the back where needed due to lead migration. The patient underwent an explant procedure. The explanted leads were discarded.